Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v082506, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient has been in the hospital since the saturday prior to date notified. It was stated that the patient has been laying on their back and have been experiencing discomfort at the lead in the neck since the sunday following. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.